Manufacturer narrative:
The reported event of no pacing was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. A visual inspection of the header revealed no anomaly related to the field concern. Electrical and mechanical evaluation performed under nominal and field settings indicated normal device functionality. Further analysis of output parameters revealed normal pacing parameters. A longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient was admitted to the hospital with bradycardia due to episodes of loss of pacing on the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.